Event description:
Pt had silicone injections in the orient. Suffered multiple granulomatous lesions of r breast requiring mastectomy and reconstruction 4 yrs ago. Presents with similar findings in l breast. Pre- and post-op dx breast mastodynia, free-floating silicone with multiple breast nodules and r capsular contraction. In or removed huge, hard rocklike structure in l inner upper quadrant and connection to submuscular pocket with free underlying soft silicone pocket. New textured saline implant placed. R capsulotomy and removal of mammary implant; new textured implant placed.